Event description:
It was reported that an ilet insulin pump separated into two halves with the screen bezel area coming apart, was held together by tape, and did not deliver insulin properly, leading to a recorded blood glucose of 300; the pump resumed delivery when turned back on, and a replacement was arranged. Symptoms included hyperglycemia with dry mouth and increased urination. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device mechanical integrity issue consistent with a loss or failure of bonding at or affecting the display assembly, indicative of a stress-related problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.